Event description:
Same case as MDR ID# 2134265-2012-01024. It was reported that during a percutaneous transluminal angioplasty treatment procedure guide wire coating issue and partial tip detachment occurred. Vascular access was obtained via the popliteal artery. The chronic total occlusion target lesion, about 200mm in length was located in the moderately tortuous and severely calcified left superficial artery (sfa). There were two heavily calcified lesions in the middle of the vessel. The physician attempted to cross the calcified plaque using a non bsc 14s guide catheter with a 300cm v-14 guide wire. After multiple passes with the v-14 guide wire and the non bsc guide catheter, the tip of the v-14 guide wire was kinked, partially detached and it appeared that the hydrophilic coating was coming off the distal tip of the guide wire. The v-14 guide wire was removed intact and the non bsc 14s guide catheter was exchanged with a 150cm rubicon 14 support catheter. Another 300cm v-14 guide wire was advanced and attempted to cross the large calcified plaque in the sfa. After multiple passes, it was noted that the tip of the v-14 guide wire was also kinked, partially detached and it appeared that the hydrophilic coating was coming off the distal tip of the guide wire. The v-14 guide wire was removed from the patient. At this point, multiple non bsc guidewires and catheters were used in attempts to cross the chronic total occlusion. None of the devices were successful. The physician decided to conclude the procedure and have the patient return for an additional procedure. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID# 2134265-2012-01024. It was reported that during a percutaneous transluminal angioplasty treatment procedure guide wire coating issue and partial tip detachment occurred. Vascular access was obtained via the popliteal artery. The chronic total occlusion target lesion, about 200mm in length was located in the moderately tortuous and severely calcified left superficial artery (sfa). There were two heavily calcified lesions in the middle of the vessel. The physician attempted to cross the calcified plaque using a non bsc 14s guide catheter with a 300cm v-14 guide wire. After multiple passes with the v-14 guide wire and the non bsc guide catheter, the tip of the v-14 guide wire was kinked, partially detached and it appeared that the hydrophilic coating was coming off the distal tip of the guide wire. The v-14 guide wire was removed intact and the non bsc 14s guide catheter was exchanged with a 150cm rubicon 14 support catheter. Another 300cm v-14 guide wire was advanced and attempted to cross the large calcified plaque in the sfa. After multiple passes, it was noted that the tip of the v-14 guide wire was also kinked, partially detached and it appeared that the hydrophilic coating was coming off the distal tip of the guide wire. The v-14 guide wire was removed from the patient. At this point, multiple non bsc guidewires and catheters were used in attempts to cross the chronic total occlusion. None of the devices were successful. The physician decided to conclude the procedure and have the patient return for an additional procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection revealed the tip was severely kinked, and the poly tip was peeled, approximately 1.5 cm without poly, exposing the corewire tip. No corewire fracture evidence was found. Additionally the coating is scrapped, peeled along the entire body. No additional anomalies were found. The ptfe was properly attached to the guide wire. Device appears to have been pulled/pushed against resistance. The guide wire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).